Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. Customer stated that insulin pump had a battery error alarm, failed battery test and a crack by the side of the battery compartment. Customer's blood glucose level at the time of the incident was 7.5 mmol/l. The insulin pump will be returned for the analysis.

Manufacturer narrative:
No unexpected battery error alerts/alarms, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and selftest. Device received with partial white display due to cracked lcd glass. Device received with cracked battery tube area.